Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit was too loud. There was no patient harm reported.

Manufacturer narrative:
Corrected field : g2 , h6 ( component codes ). Updated field : b4 , g3 , g6 , h2 , h11.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse observed issue the customer experienced. Removed and replaced compressor unit as required do to the amount of hours on the unit. Performed system checkout. Unit passed all functional all safety tests per factory specifications. Returned to customer and cleared for clinical use. Unit passed all functional and safety tests.